Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings:there was contamination found under the contrast key only.

Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button was reportedly unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: testing confirmed intermittent responses to button presses on the ok and contrast buttons. Multiple button presses were required before the ok and contrast buttons responded. The up/down arrow buttons responded to button presses. The keypad cover was found to be peeling/lifting along the edge next to the up button. The keypad cover was removed and contamination was found under the key contacts. Unrelated to the complaint, the text on the display screen was found to be dim/faded and discolored and difficult to read. A new test screen was inserted and the display screen illuminated to normal contrast and was functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.